Event description:
The customer reported that the device would intermittently lock up with either the "service" message on the screen or yellow screen with no information. The device locked up while attached to a patient during a call. A second defibrillator was retrieved and utilized to treat the patient within minutes. There were no adverse effects to the patient as the result of the device use. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
The third party service provider evaluated the device memory and verified the reported failure. However, there was not a patient event record for the event. The representative isolated the cause for the problem to intermittent failure of the system/memory pcb assembly. The system/memory pcb assembly was replaced and proper device operation observed through functional and performance testing. The device was repaired and returned to the customer for use. The device or the removed part were not returned to physio-control for analysis.

Manufacturer narrative:
Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The removed system/memory pcb assembly was returned to physio-control for additional evaluation. After an evaluation of the removed pcb assembly, the reported lock-up failure could not be determined. The cause of the reported failure could not be determined.